Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device stopped working. There were no delays to the surgical procedure as an identical spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device made an unusual noise, heated up, and stopped working. Therefore, the reported condition was confirmed. It was determined that the device was worn from excessive force. The assignable root cause was determined to be due to normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.